Event description:
The hospital has reported to the sales rep that a gamma3 nail has broken during use.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated devices: lag screw, 5mm screw.